Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smart touch bi-directional navigation catheter approved under PMA # p030031/s053. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure with a thermocool&#59411;smarttouch&#59411;sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. After ablation had been performed, during the waiting phase, the patient became hypotensive and tamponade was observed. A pericardiocentesis was performed and yielded 600cc of venous blood. There is no information regarding extended hospitalization. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician's opinion regarding the cause of the adverse event was that it was related to the biotronik rv catheter or the smarttouch sf catheter. No transseptal puncture was performed. There is no information regarding any sheath used. Generator was in power control mode with standard power and temperature cut-off values. Power was not titrated. There was no information regarding generator parameters at the time of injury. Irrigated catheter flow was set at 8ml/min. Activated clotting time was maintained during the procedure. There were no error codes reported on any biosense webster equipment during the procedure.